Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00088. Discarded.

Event description:
The facility reported that during a surgery the surgeon had to tighten 4 plugs. While tightening the second plug the tip of the plug driver broke, into the plug. The tip of the driver was discarded. To finish the surgery and so to tighten the last 3 plugs the surgeon used the double end plug driver and a clamp. For those last 3 plugs it was not possible to use the torque limiting handle.